Event description:
A complaint was rec'd from a customer on behalf of a pt who was feeling hypoglycemic. A blood sugar test was conducted and a result of 263 mg/dl was obtained. This was taken as 12:26pm. At 2:07 a test was done and pt's blood sugar was 42 mg/dl. No medication was taken between readings. While on the phone a review of system operation was conducted. The customer did not have the requisite supplies at the time and these were provided. Control testing was satisfactory and a blood sugar test at the time gave a reasonable result. The customer did not have any add'l questions and the complaint is considered closed for purposes of MDR.